Event description:
Additional information, indicates the patient had their ipg explanted and replaced to address the issue. Therapy was restored post op.

Manufacturer narrative:
Based on the information provided, a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient has pain at the ipg site as the ipg is rubbing against the ribs. Surgical intervention may take place at a later date to address the issue.